Event description:
It was reported that prior to use the autolog one source pack had tubing from the centrifugal bowl to the step-down tubing reservoir that was observed to be more flexible than usual compared to prior packs, which made it difficult to connect to the step-down tubing. The tubing was eventually connected successfully and the pack was used. There was no reported adverse patient effect associated with this event.

Manufacturer narrative:
Device evaluation summary: visual inspection showed no outward signs of any damage. The tubing inner diameter (ID) and wall thickness were compared to another device with the following results. The complaint device ID was 0.192 inches, and the wall thickness was 0.059 inches. The new device ID was 0.190 inches, and the wall thickness was 0.058 inches. The tubing did not feel any different between the two devices. The reason for the return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.